Event description:
It was reported by service report that the brakes were not holding to specs; IV pole did not fit properly and could potentially fall in an unintended direction. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam; IV pole.